Event description:
It was reported that the customer had passed away. The customer was not wearing the insulin pump. It was reported that the customer was not yet trained on the insulin pump and there was training session scheduled for the day after their death. The diabetes clinical manager, who reported the incident, stated that they never met the customer and they were unaware of anything that the customer might have done with the insulin pump prior to their meeting. The reporter stated that the last time they spoke with the customer, the customer had not put on the insulin pump at all and had only done the reading to prepare for the training. The customer's blood glucose at the time of death was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.